Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room and was experiencing chest pain. A fluoroscopy revealed that the lead had perforated the atrium. The lead was successfully explanted and replaced.